Event description:
The dr deployed a tissue marker following a breast biopsy and the metal sleeve from the introducer was observed on the post-biopsy radiograph. The pt will have a follow-up mammogram in six months to assess the biopsy site. No other pt follow-up will be performed at this time.